Manufacturer narrative:
A product investigation is in progress.

Event description:
1/4 of the tampon had gotten stuck inside - vagina [foreign body in reproductive tract]. 1/4 of the tampon had gotten stuck inside when I went to remove it [complication of device removal]. 1/4 of tampon stuck [device breakage]. Case description: consumer contacted via e-mail and stated that 1/4 of the tampon had gotten stuck inside when she went to remove it. No serious injury was reported.

Manufacturer narrative:
23-jul-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
1/4 of the tampon had gotten stuck inside vagina [foreign body in reproductive tract]. 1/4 of the tampon had gotten stuck inside when I went to remove it [complication of device removal]. 1/4 of tampon stuck [device breakage]. Consumer contacted via e-mail and stated that 1/4 of the tampon had gotten stuck inside when she went to remove it. No serious injury was reported.